Event description:
It has been reported to philips that the system would not produce x-rays. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the patient was undergoing a planned treatment that got completed as planned by moving the patient to another room. A philips remote service engineer (fse) inspected the system remotely and was informed by the customer that the procedure was aborted as the system gave a tube failure message. Analysis of the log files indicated that there was x-ray generator errors and that the exact issue was with power inverter of the generator. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse performed tube conditioning and was unable to adapt to small filament of x-ray tube and analyzed the logs that showed power inverter (point)errors. Fse replaced point which was returned for analysis. Also tube adaptation and edl calibration were performed. Part analysis of the power inverter indicated that the power circuit board(pcb) of the inverter was defective. After replacing power inverter and performing tube adaptation and edl calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.